Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45d reloads present. The reload was received fully fired and the pan dislodged. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device articulated without any difficulties noted. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during laparoscopic surgery for low rectal cancer surgery, could not articulate on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.